Event description:
It was reported that the patient presented for an implant procedure. It was noted during the procedure that the tip of the high voltage lead was unusually bent, and the physician found it impossible to target the desired location in the heart. The physician exchanged the lead to prevent any future issues. The patient was discharged.